Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was starting up. Review of the system log file showed that pc was not communicating. Upon troubleshooting, fse found that power was on but it was not working. To resolve this issue, fse reloaded the software of flex vision pc. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that system was not booting up, stuck at 0:00. The system was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.